Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the electric pen drive device ran by itself (without a hand switch). This event did not occur during surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device ran by itself (without handswitch). During repair, it was observed that the device ran without a foot pedal or hand control and the ecu (electronic control unit) was corroded. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.